Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect the attached pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device history logs indicated multiple occurrences of error 262 (electrode connection has detected a fault). This message is advisory and indicates the pads are not attached to the device at all times. The device was not being stored in accordance with zoll recommendations to ensure the device is clinically ready. Analysis of reports of this type has not identified an increase in trend.